Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported last week everything was working fine, and they charged their implant on sunday and everything was great until wednesday when they tried to turn stimulation on, but nothing happened. Patient heard a beep from the controller, and saw 'recharging needs attention,' so they unlocked controller and found that both the controller and implant were at 100%. Patient confirmed recharger was plugged into controller. Agent walked patient through checking to see if stim was on, and patient confirmed group a had a green box around it, but they usually use group c. Agent had patient change to group c and then they felt the stimulation begin working. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor what group is on moving forward. Patient mentioned their healthcare provider was dr. (B)(6), who had done their last two implants, but they had left and patient didn't know who their new healthcare provider would be; confirmed they would go to the same clinic.  Patient mentioned prior issue they had previously; see pe (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.